Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that was no input message and black screen on the monitor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The aware date should be: jul 17, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the reportable malfunction could not be confirmed. Based on the results of the investigation from the information obtained, the issue could have occurred due wrong cabling. However, it was reported that the issue was resolved by changing the cable from the wrong outlet to the correct outlet without problems. As a result, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.